Manufacturer narrative:
Pt's gender: unk. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report was mailed to FDA on: 08/20/2010. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "footswitch stopped working" (device inoperable). The customer reported the footswitch just stopped working. The customer stated there may be water may be inside the footswitch. Additional information received from the nurse stated the event occurred during surgery. The footswitch was switched out to complete the case. There was a 10 minute delay. No patient injury was reported.